Manufacturer narrative:
Monitor sn (B)(4) has been returned to the distributor but has not been fully evaluated yet. The monitor passed incoming functionality testing. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Electrode belt sn (B)(4) has not been returned for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 08/23/2017. Belt - (B)(4) - 01/22/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced a defibrillation event consisting of one appropriate shock and one additional shock on (B)(6) 2020, the date of their passing. It was reported that the patient was originally conscious but then lost consciousness during the event. The lifevest detected an arrhythmia at 08:57:05 on (B)(6). The patient's rhythm was ventricular tachycardia (vt) at 280 bpm. The response buttons were pressed from 08:57:24-08:57:43. The response buttons functioned appropriately. The patient received an appropriate treatment at 08:58:33 that successfully converted their rhythm of ventricular fibrillation (vf) to sinus bradycardia at 20 bpm with motion artifact and preventricular contractions (pvcs). The patient then received an inappropriate treatment at 08:59:12. The patient's rhythm at the time of the treatment was sinus bradycardia at 20 bpm with pvcs, motion artifact, and oversensing of low amplitude cardiac signal. The patient's post shock rhythm was sinus bradycardia at 20 bpm with heart block. Motion artifact and amplitude oversensing contributed to the false detection. According to the patient's wife, who witnessed the event, the patient continued to wear the lifevest after the event and later passed away on (B)(6) 2020. There is no indication that a device malfunction caused or contributed to the patient's passing.